Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified ostial of the obtuse marginal (om) artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, this device was delivered to the distal left circumflex artery (lcx). However, the balloon burst at 10 atmospheres about three seconds upon second inflation. The cutting balloon was removed manually. Another 2.5x10mm cutting balloon was used but it could not cross the proximal end of lcx. It was determined to treat proximal lcx and om before treating distal lcx so a non-boston scientific guidewire and a 2.0x15mm pre-dilation balloon was delivered to the ostial and dilated at 12atm. A boston scientific 2.5x10mm cutting balloon was then delivered and dilated at10atm. After success, catheter and guidewire were withdrawn, the sheath was removed, and radial artery closure device was used as local oppression. There were no patient complications reported and the patient is table.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined. Visual/tactile inspection revealed that there is no issue identified with the hypotube shaft, no kinks or damages were identified on the shaft polymer extrusion and a visual examination of the balloon identified no damages. For microscopic analysis, no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. For inflation/deflation test, the device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located in the proximal transition zone in the balloon.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified ostial of the obtuse marginal (om) artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, this device was delivered to the distal left circumflex artery (lcx). However, the balloon burst at 10 atmospheres about three seconds upon second inflation. The cutting balloon was removed manually. Another 2.5x10mm cutting balloon was used but it could not cross the proximal end of lcx. It was determined to treat proximal lcx and om before treating distal lcx so a non-boston scientific guidewire and a 2.0x15mm pre-dilation balloon was delivered to the ostial and dilated at 12atm. A boston scientific 2.5x10mm cutting balloon was then delivered and dilated at10atm. After success, catheter and guidewire were withdrawn, the sheath was removed, and radial artery closure device was used as local oppression. There were no patient complications reported and the patient is table.